Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please could you kindly address the below complaint as a matter of urgency, please. According to my logged complaints, this is will be the 5th time that I am logging the same complaint. Previous compliant ref no.:(B)(4). From the below email, the client has since called me explaining the issue again. Whilst operating today, the consultant noticed several pieces of plastic from the trial insert. Operation was delayed due to this. Consultant has since refused to use our product until an alternative is established. From the information I¿ve received, this was actually one of the new trial inserts. The trust has since logged a datex, regarding this. The trial has since gone for decontamination, which will be ready on (B)(6). Email from hospital: this morning during a total knee replacement with mr (B)(6) it was noticed that several very small pieces of plastic from the tibial insert trials had come off and were in the wound and on the femoral trial. I know these have been replaced recently so I am not sure why this continues to occur. Mr (B)(6) has stated that he will no longer use pfc unless the issue is resolved. We have several total knee replacements next week so it is crucial that this is dealt with asap.

Manufacturer narrative:
Product complaint #: (b)(4. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.